Event description:
It was reported that during a generator replacement there were issues noted on this right atrial (ra) lead. Using a pacing system analyzer (psa) there were no abnormality findings observed, however, after connection with new device irregular noise and pacing impedances measurements out of range appeared. Subsequently, partial lead conductor fracture was confirmed. Moreover, the procedure was completed programming the device into vvi mode. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.